Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective pain relief from the scs system. The pt stated she would like the system explanted. Follow-up indicated surgical intervention to explant the scs system was on (B)(6) 2013.